Event description:
Dealer called and advised getting 6 flash error code, tech advised left brake fault.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.